Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and not calcified arteriovenous fistula. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good.